Event description:
It was reported that the reservoirs have been leaking in the insulin pump. Customer has tried different boxes and leaking has been reoccurring. Customer blood glucose reading is 9.9 mmol/l. Customer states there is insulin in the reservoir compartment. Customer to dry the reservoir compartment with cotton swab. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.